Event description:
It was reported that during a procedure to treat a lesion in the right popliteal a barewire workhorse 315 and emboshield nav6 embolic protection system (eps) were placed. A non-abbott atherectomy device was advanced and atherectomy was performed. During removal of the non-abbott atherectomy device, the barewire workhorse 315 separated into two pieces. The proximal segment of the barewire workhorse 315 was simply withdrawn from the patient's anatomy. Reportedly, the atherectomy device could have possibly caused the damage to the barewire workhorse 315 but it could not be determined for certain. A snare device was used to retrieve the distal separated segment of the barewire workhorse 315 and the emboshield nav6 eps filter together. Reportedly, there was embolic debris in the filter when removed. An unspecified stent was implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The emboshield nav6 is being filed under a separate medwatch report. Device (B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It was reported the emboshield nav6 and the barewire were used in the popliteal artery. It should be noted the indications section of the emboshield nav6 embolic protection system instructions for use states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. Based on the information reviewed, there is no indication of a product deficiency.